Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving compounded baclofen via an implantable pump for movement disorders. It was indicated that the patient¿s catheter had become dislodged and a catheter revision was performed. The date of the event regarding the catheter having become dislodged was not specified. One day post catheter revision ((B)(6) 2020) the patient reported weakness that caused a decrease in activity. Reprogramming occurred on (B)(6) 2020; the intrathecal rate was decreased. On (B)(6) 2020 the patient experienced persistent lower extremity weakness and the intrathecal rate was decreased. The weakness / intrathecal medications side effects were ongoing. The clinical diagnosis regarding the weakness that caused a decrease in activity was noted as intrathecal medication side effects and the device diagnosis was noted as being not applicable. Regarding etiology of the lower extremity weakness, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related; the event was related to drug (baclofen) and the drug action that caused the event was a dose decrease at the catheter revision. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from an hcp via a clinical study reported on 2020-oct-22 there was no report of weakness. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2016 explanted: (B)(6)2020 product type catheter pro duct ID 8781 lot# serial# (B)(6) implanted: (B)(6)2016 explanted: (B)(6)2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was (B)(6)2019. The cause of the catheter having been dislodged was unknown. The status of the catheter/if the catheter would be returned was unknown. No further complications were reported/anticipated.